Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during the initial drain on the homechoice machine(hc). The home patient(hp) stated, she disconnected to walk away from the hc. The technical service representative(tsr) confirmed with the hp that she did not close the clamp on the patient line and used a mini-cap on the line. The tsr advised the hp that anytime she leaves during therapy, she needs to close her clamps. The tsr advised the hp to end therapy and start over with new supplies. The hp stated, she would end therapy in order to start over with new supplies. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - patient disconnected from the set. A labeling review was performed and the labeling was found to be accurate and sufficient. This issue is being investigated through CAPA.